Event description:
It was reported insufficient ice occurred. An icefx cryoablation system was chosen to complete a left renal cryoablation. The system was turned on and one iceforce 2.1 cx 90 degree needle tested without any errors. The physician inserted the iceforce 2.1 cx 90 degree needle into a satisfactory position and began the freeze cycle. Another non-physician healthcare provider noted there was an absence of ice formation on the iceforce 2.1 cx 90 degree needle, but no error messages occurred. At the end of the first freeze cycle, during the passive thaw cycle, the "80-30" error message displayed and the icefx cryoablation system was unable to freeze as expected. Troubleshooting steps were taken, such as the iceforce 2.1 cx 90 degree needle was changed to another channel on the icefx cryoablation system; however, this did not resolve the issue. The gas was turned off and the icefx cryoablation system was vented. Then, the gas was turned back on, and the error persisted. The physician decided to proceed with the second freeze, and imaging showed an iceball forming that was of expected size for the iceforce 2.1 cx 90 degree needle. Passive thaw was used to complete the procedure. No patient complications were reported. The procedure was completed successfully using the original system. After the procedure, the system was powered down and restarted to troubleshoot and the error message was cleared.